Event description:
The customer reported that while pipetting a plate on summit, the customer reported low volume was delivered to well h2. No error was reported. No death or serious injury was associated with this incident.